Event description:
A complaint was rec'd that a customer obtained a high reading on a precision qid sensor. Pt felt hypoglycemic. Pt called the physician and twenty minutes later the reading was very low, necessitating medical intervention. The only intervention documented in the account is the administration of food. The details of the system's user by the customer are not known. There is no info about diet, medications, timeframes and their relationship to each other and the event. There is no info about where, when, how or who obtained the low reading or what type of instrument provided the "low reading." There was no report of death or serious injury.